Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a occluded reservoir on the insulin pump. The customer's blood glucose level was unk mg/dl. The customer was advised to push insulin with a plunger or pen and insulin doesn't exit with manual prime. The customer used another package of reservoir and no problems occur. No further info was reported.